Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in the clinic. The stimulation could not be reproduced consistently. Upon device interrogation, the left ventricular lead exhibited unacceptable thresholds. No intervention was reported.